Event description:
Reporter alleged blood glucose measured 210, 434, and 198 mg/dl when all tests were performed 3 minutes apart from each other. It was stated no actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.